Event description:
It was reported that the patient experienced an infection at the ipg site. The patient reported pus in the ipg pocket.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no product was returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Event description:
It was reported that the patient was given antibiotics to treat infection. The infection resolved over time.